Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking and fell off event on (B)(6) 2026. Patient took antibiotics. Non sterialized product is used. No further information available.